Event description:
This lead was explanted and replaced during a normal device change out due to it being a poor position. Should additional information be received, this file will be updated.

Event description:
This lead was explanted and replaced during a normal device change out due to it being in a poor position. High thresholds were later reported when the device was returned. Should additional information be received, this file will be updated.

Manufacturer narrative:
An error in the transmission of this follow up was discovered. The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approx. 13.5 cm distal to the is-1 connector pin. Two fragments of together 59 cm length were received for analysis. A medial fragment of approx. 7 cm length was not returned. The returned lead fragments were visually and electrically analyzed. The visual inspection showed deformations of the shock coil. The fixation helix was found kinked and stretched. It is reasonable to assume, that these damages resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.